Event description:
Reportedly, the surgeon was performing a lar approx 10cm from the anal verge. The surgeon stapled the distal rectum with the instrument. The surgeon created the anastomosis off center of the staple line to the pt's left incorporating the left corner of the staple line. Surgeon tested for leaks and no bubbles were detected from the staple line; the surgeon visually inspected the circular staple line with the sigmoidoscope. Everything looked normal and the pt was closed. Based on x-rays and lab work; the surgeon brought the pt back to the or. Upon exam of surgical site, the surgeon noted leakage from the right corner of the staple line and described that the tissue appeared to be open. The surgeon repaired the staple line from the right lateral edge of the circular staple line all across the bowel to the right corner. The surgeon left a drain and performed a protective colostomy.